Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had vibration, the nose cone had discolored bands and the device heated up to 146 degrees fahrenheit which is beyond spec. Of 118 degrees fahrenheit. It was noted that the nose cone was worn normal use over time and the bearings showed minimal corrosion. However, based on the life expectancy of the bearings this is consistent with creating heat and vibration from normal use. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during equipment testing, it was observed that the attachment device bearings were noisy. During in-house engineering evaluation, it was observed that the device vibrated, was overheating, the nose cone had discolored bands and the bearings had minimal corrosion. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.